Manufacturer narrative:
Additional contact information: direct: (B)(4). Internal ext. (B)(4).

Event description:
It was reported that during use of the cadd medication cassette, the pump exhibited a "no disposable" alarm. No adverse patient effects were reported. Per reporter no additional information is available.